Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the investigation, the front panel assembly was found cracked around the neutral port, bipolar port and monopolar 1 port. The top cover was also found dented. In addition, the internal components were found as followed: the device had the old-style generator board fitted and device also had an old-style 12v wiring loom fitted. There was a small amount of dust within the device. When tested, the device was found displaying error code e433 upon the initial power up. The fault was traced to a faulty high voltage power supply (hvps) board (hvps) with an open circuit detected on mosfet t2. A working hvps was fitted and confirmed the error code e433 no longer appears. The device passed all tests and is working to the manufacturer¿s specifications. The investigation is still in progress. A supplemental report will be submitted once completion. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus by a biomedical engineer that an hf unit (generator) had an e433 error. It is unknown when the reported issue occurred. The device was returned for repair, this is when the reportable malfunction was found. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "error 433" was presumed to have been due to one of the following considerations: 1. Disturbance of the esg-400 due to interspersed electromagnetic interference fields (temporary error). 2. The user actuates the foot switch while the generator is booting (temporary error caused by user action). 3. Defective foot switch due to short circuit in the plug (temporary error). 4. Defective foot switch due to defective reed contact (temporary error). 5. A defective cable connection between the hvps board and the generator board (temporary or permanent error). 6. A defective cable connection for the output signal between the generator board and the relay board (temporary or permanent error). 7. A defective transformer tr1 on the generator board (permanent error). 8. A defective current transformer on the generator board (permanent error). 9. A defective impedance transformer on the generator board (permanent error). 10. A defective peak rectifier on the generator board (permanent error). 11. A missing drive signal for the output stage of the generator board (permanent error). 12. The output voltage is too low due to bad switching of the hf output stage on the generator board (permanent error). 13. The supply voltage from hvps board is missing or too low (permanent error). 14. A defective hvps board due to a short circuit of the mos transistors (permanent error). In such cases, the user may sometimes observe popping noises or flashes. This could be caused by a defective transformer tr5 on the motherboard, which incorrectly switches the hvps to 110-volt operation with a mains voltage of 230v. 15. A defective motherboard due to a short circuit of the ntc1 resistor (permanent error). 16. A defective motherboard due to a defective adc (permanent error). 17. Defective tvs diodes on the relay board (permanent error). The suggested phenomenon of "error 622" was presumed to have not been due to a hardware defect, but rather, associated with a restart to clear an error flag. Olympus will continue to monitor field performance for this device.